Event description:
It was reported that while in use during a surgical procedure the unit started smoking. When the customer removed the batteries from the device they were hot to touch. There was no pt/user injury reported and no reports of delay.

Manufacturer narrative:
The device has been received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.